Event description:
Healthcare worker experienced a burning sensation with whitening of the skin on her finger after handling a tyvek pouch containing instruments that had been placed onto a cart by another worker. The pouches were removed from a load following the completion of the cycle and the vaporizer plate was in place. Healthcare worker felt moisture on the plastic portion of the pouch prior to the onset of the symptoms.